Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was auto inflating. The pump was explanted and replaced. There were no patient complications reported.